Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with three (3) thermocool® smart touch® sf bi-directional navigation catheters and suffered cardiac tamponade. Cardiac tamponade was reported. Atrial septal puncture was performed by radiofrequency (rf) needle. Ablation was performed and blood pressure decreased was confirmed at the end of ablation. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 8 ml up to 30 w/15 ml = 31 w. No abnormalities were observed prior to use or during use of the product. The physician could not specify which stsf was the cause of the cardiac tamponade because blood pressure decreased, and the cardiac tamponade was noticed at the end of ablation. This adverse event was discovered post use of biosense webster products. A smartablate generator was used, the serial number was unknown. Prior to noting the cardiac tamponade, ablation was performed. The event occurred during the ablation phase. Error 106 message was observed on biosense webster equipment during the procedure. Real time graph; dashboard; vector; visitag force visualization features were used. Fot additional filter was used with the visitag. Tag index color option was used prospectively. Additionally, it was reported that acunav catheter was not recognized on the p500 side when connected. Because the small catheter had been recognized, and the catheter was replaced. The issue was resolved. Error 106 occurred with the smart touch sf catheter after insertion to the patient¿s body. The issue was not resolved after replacing cable, so the catheter was replaced. Because the same issue occurred with the second catheter, the third catheter was used, and the issue was improved. Since the event (cardiac tamponade) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The force sensor error 106 is not MDR reportable.

Manufacturer narrative:
Initial reporter address line 2 (cont): (B)(6). Initial reporter phone: (B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has three reports: (1) MFR # 2029046-2022-02891 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) (2) MFR # 2029046-2022-02892 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) (3) MFR# 2029046-2022-02893for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter)

Manufacturer narrative:
The device evaluation was completed on 22-nov-2022. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30869261l number, and no internal action was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was received on 23-nov-2022. It was reported that regarding the physician¿s opinion on the cause of this adverse event, the physician just commented that it was unknown whether the adverse event was related to the product. According to the complaint report, ablation was conducted with only one of the three thermocool® smart touch® sf bi-directional navigation catheters (stsf) with lot:30869261l. The other two stsfs with lot: 30869364l and lot: 30814098l had a force sensor error 106. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has three reports: (1) MFR # 2029046-2022-02891 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) (2) MFR # 2029046-2022-02892 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) (3) MFR# 2029046-2022-02893for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) per the information received that the device with lot number 30869261l number di dnot trigger a force sensor error 106, the code of failure to sense (a070908) has been excluded from h 6. Medical device problem code.